Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results that were generated by the unicel dxi 800 access instrument. The initial accu tni result was 0.58ngml. The customer re-tested the original sample for accu tni. The repeated accu tni result was 0.85ng/ml the original sample was retested for accu tni once more and the result was 0.33ng/ml. The customer then tested the original sample for accu tni on a different instrument in the customer's lab. The accu tni result obtained from the other instrument was 0.13ng/ml. The customer repeated testing on the different instrument and the accu tni result was 0.16ng/ml. There have been no reports of patient injury requiring medical intervention or change to patient treatment that can be attributed or connected with this event.

Manufacturer narrative:
Investigation summary: the specimen was collected in a lithium heparin, 13x75 gel separator tube and centrifuged at 1,300 rcf for 10 minutes. Qc was within the customer's range which is set higher than the peer group range. The customer replaced sample probe on 06/24/06 and then performed a system check which passed within specifications. The customers conducted a carryover testing and obtained acceptable results to the customer's expectations; however, the testing was not done per bci protocol. The customer replaced aspirate probe 3 a field service engineer (fse) was dispatched to the customer lab on 06/28/06. The fse inspected the instrument and discovered a sample probe being out of alignment: the probe was aligned. The fse conducted system check and carryover testing; both passed specifications. The fse verified repair per established procedures; the results meet published performance specifications. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this event.